Event description:
Device malfunction: device failed to deploy after unlocking; catheter broke in 2 pieces. Time of malfunction/ae: during procedure; after removing from pt symptoms/ae: none reported. It was reported that during the stent implantation in the sfa (off-label use), the stent did not deploy after the device was taken out of the locked position. The thumbwell was rolled back to deploy the stent, but the stent did not deploy. The delivery system was removed as a single unit, with no issues. With the stent delivery system out of the pt's body, the physician attempted to deploy the stent. The absolute was laid out straight. The physician ensured that the locking mechanism was in the unlocked position; however, while reaching for the thumbwheel, a clicking sound was heard and it was noted that the catheter broke into two pieces proximal to the stent. The case was completed with no further problems or issues by successfully deploying another absoluete. No add'l info was available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the absolute was returned with blood and contrast visible in the shaft. The stent had not been deployed and the distal tabs were slightly protruding from the distal end of the distal outer member for 1.5 mm. The distal outer member was torn in half at the proximal marker and the proximal end of the separation was located 2.6 cm proximal to the proximal marker. The inner braided member was stretched and kinked 2.5 mm proximal to the proximal marker for the length of 7 mm. There was a slight taper to the outer, outer member (oom) at the oom/om junction for the length of 9 mm proximal to the junction. There was no other damage to the catheter observed. The tapered section of the outer, outer member was measured, the outer diameter of the tapered section, and the non-tapered sectioned measured. The handle was opened and quality assurance verified that all internal mechanisms were intact and in correct position. The device was returned in the new bio-hazard return box and was coiled. Quality engineering reviewed the incident info and the analysis of the returned device. It was reported that during the procedure, the thumbwheel was rolled back and the stent did not deploy. The absolute catheter was removed from the pt and laid out straight, and when attempting to deploy the stent, a click was heard and the shaft separated. The absolute catheter was returned with the distal outer member (om) separated/torn and the inner member braiding stretched, twisted, and kinked. The tear in the distal om was a radial tear (non-concentric) with jagged edges due to mechanical damage. This type of failure mode has never been observed with the absolute product previously. The tensile strength for this location is 4 lbs, and the tested samples for this lot pulled more than double the spec. (9.5 and 10 lbs). The failure mode (the torn/separated distal outer member and stretched/twisted and kinked inner member braiding) is not a manufacturing issues. A review of the lot history record did not reveal any non-conforming material report which could have contributed to this complaint. Quality engineering was unable to determine the conclusive root cause for this incident;' however, it does not appear to be related to a stent delivery system quality issue. All absolute products are 100% inspected for shaft anomalies and a sampling is tensile tested. All testing was more than double the specification requirements. Quality engineering will monitor for this type of complaint. This MDR is considered closed by the quality assurance dept.